Event description:
The customer states that she experienced an event where her legs were cramped up and she could not get out of the bed. She attempted to test on the accu-chek compact plus system and received a e-3 message. The paramedics were notified and her blood glucose result was 25mg/dl on the professional meter. She believes the paramedics treated her with intravenous therapy with "sugar" in it. An undisclosed blood glucose result was obtained on the hosp meter and the customer was given toast and coffee. New system sent and return requested.